Manufacturer narrative:
One device was received for evaluation. Functional testing produced error code 46440 when trying to boot pump into application mode. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed preventative maintenance because it was not alarming. There was no patient involvement.

Manufacturer narrative:
E1-reporter facility name: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.